Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
Reference MDR #3006425876-2011-00004 for the first event and MDR #3006425876-2011-00005 for second event involving the same patient. It was reported that this event occurred in the cardiology department on a patient for cardiac bypass. During insertion of the spring wire guide (swg), it could not be advanced; the swg kinked and broke off. Two other sets of the same lot number were opened and the swg's were tried to be inserted without success. All parts of the swg's were removed from the patient. One of the used swg's will be returned for evaluation, the other two were disposed of by the hospital. The physician then decided to use a kit from braun and the swg was successfully inserted through the subclavian vein. Additional details received (B)(4) 2011 stated that two additional sets were tried on this patient and the swg would not pass through the needle. The swg and needle were both removed as one unit in all three attempts. No swg remained within the patient. There are no patient complications, injuries or death.